Event description:
Physician performed a stress test on pt while wearing the act monitor. The stress test picked up a 3 beat run of v-tach but the act monitor did not trigger. The physician wants an explanation for why the two tests were not consistent.

Manufacturer narrative:
Search physician name (B)(6) the given geographical location of the lw client executive who supported the physician and reported the complaint on the issue resolution form (ir) within the paceart clinical database, the softaid customer record and billing database. The search was conducted for: all pt's with an act monitor (and then a second review for any event monitor); all pt enrollments for a two month period of time surrounding the incident date (ir incident date); attached to that doctor with that client executive. Pt data was reviewed to determine if the pt medical record documented the "symptom" or problem related to the description of the ir. There was no info included in regard to the pt or complaint.